Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that crystalens (B)(4) was explanted on (B)(6) 2011 due to z-syndrome/lens vaulting. The user facility indicates that a couple of yag laser surgeries had been performed prior to explantation. The pt developed an issue with capsular bag contraction two months post implantation. Additional info has been requested.